Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt. Has been completed. The reported problem (nonfunction ecgs) has been confirmed. Upon investigation the electrode belt was unable to pass an ECG fall off test. The cause for the failure was isolated to a defective component on the distribution node pca. The root cause for the defective component could not be positively identified. There was no adverse event that resulted from the damaged belt.